Event description:
It was reported that the patient presented to the ER due to loss of consciousness. Review of stored egms did not reveal any ventricular episodes. The sensing amplitude was noted to be chronically low. The decision was made to cap and replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.